Event description:
It was reported that the patient had bilateral rf ablation and the reporter was calling for guidelines. The reporter thought the doctor was contacting her as device may not be working as expected. Additional information received noted that the patient could no longer ¿feel¿ the stimulation, they increased the amplitude. Once the amplitude was increased the stimulation was painful. The doctor's office asked the patient to call the manufacturer's representative. The patient was advised to make an appointment with the office so that they could evaluate the programs on her device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
Additional information received noted that the cause of the event was noted as radio frequency ablation of lumbo-sacrum. No abnormal impedance measurements. Signs and symptoms included worsening urinary symptoms. Hospitalization was not required. Patient outcome was noted as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v011743, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4).